Event description:
Complainant alleged that while attempting treating a patient (age and gender unknown), the device's display blanked out for 8-10 seconds after each shock was delivered to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.